Event description:
On (B)(6) 2018, a 19mm epic valve was implanted due to native aortic regurgitation. In (B)(6) 2019, the valve was reported with obstructed movement and calcification on the septal surface of the valve. On (B)(6) 2019, the valve was explanted and a 21mm regent mechanical valve was implanted. The patient is reported to be stable and discharged. Echo and op reports were requested, but not available.

Manufacturer narrative:
The reported obstructed movement and calcification was confirmed. All three cusps contained calcifications, which limited cusp mobility. There were tears associated with calcifications in all three cusps. All three cusps were fibrotically thickened. Organizing thrombus was noted on the outflow surface of cusps 1 and 2. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcification and resulting tears and immobility could not be conclusively determined. Calcification is a known event associated with tissue heart valves. Information from the field indicated that a larger, 21mm, valve was subsequently implanted.